Manufacturer narrative:
The customer reported that the charge button did not work (no detent). The customer ordered a replacement processor pca to resolve the charge button issue. Replacement of the processor pca resolved the issue.

Event description:
The customer reported that the charge button did not work (no detent).